Event description:
The customer contacted spacelabs technical support to report that several telemetry patients went offline and were unable to be monitored. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs from the customer site and confirmed a network connectivity issue however could not identify the cause of failure. The pss contacted the customer to gather additional information regarding the failure. A response has not been received. At this time, no further information is available. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.